Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the shaft fractured. The physician initially placed a long taxus stent proximally in the severely calcified and tortuous, 90% stenosed circumflex artery, with the intent to place another taxus stent through that stent to the distal om2. The physician predilated the lesion with a 2.5x15mm and 2.0x9mm maverick2 balloon. A small taxus stent was placed in the distal om2, leaving a significant gap between the distal om2 and proximal circumflex. A third stent, a taxus express2 2.5x8mm drug eluting stent, was attempted to be implanted, however it never made it around the initial bend. The circumflex had a severely angulated bend immediately following an angulated left main. The shaft of the taxus express2 2.5x8mm drug eluting stent fractured due to the amount of force used attempting to pass through the initial bend and struts of proximal stent. A second taxus express2 2.5x8 drug eluting stent was attempted to be implanted and the catheter kinked. The stent delivery system crossed the lesion proximally but could never reach the target. The procedure was unable to be completed. The plan for the pt was medical management with the hope that the stent placed in the proximal circumflex would be satisfactory. There were no pt complications. The pt's condition was reported to be satisfactory.